Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it no longer works and they were experiencing incontinence every night when asleep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their therapy worked fine for a couple of months, then stopped working ever since they went to europe. Patient stated that they'd been having accidents every single night and that they were only having issues at night. Patient added that normally, when they start increasing their stimulation, it will start hurting or feeling uncomfortable. Agent walked patient through increasing their stimulation, but patient confirmed seeing the oor screen. Patient then insisted on switching programs and agent walked patient through switching to other programs and adjusting their stimulation, but patient stated that they couldn't feel the stimulation, but they also confirmed seeing the oor screen again. Redirected patient to their hcp to further address the issue. Patient stated that they were in switzerland at the time, and that they have a hard time getting in touch with their hcp. Agent reviewed pats contacts and emailed the patient physician listings.